Manufacturer narrative:
(B)(4). Complainant part is not expected to be returned for manufacturer review/investigation. A review of the device history record has been requested. Investigation summary product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. A review of the device history record. Device history lot. Part number: 204.814 synthes lot number: 43p7003. Manufactured by jabil inc-monument. A DHR file from the time of manufacture could not be reviewed because it is not been scanned into tungsten yet. Jde confirmed that the lot was released for sale in apr 2020. A search in mdd nonconformance module confirmed that no non-conformances occurred during manufacture. Device history batch null, device history review a search in mdd nonconformance module confirmed that no non-conformances occurred during manufacture.

Event description:
It was reported that on an unknown date, the facility took a picture of the implants shipped to show the order confirmation, however, the implants were not inside the bag and the bag was not damaged. The facility placed a standard order and six (6) items were shipped with a quantity of one (1) on each item and none of those items were in the bag. There was no patient nor procedure involvement. This complaint involves three (3) devices. This report is for one (1) 3.5mm cortex screw self-tapping 14mm this report is 1 of 3 for (B)(4).